Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report # 3005099803-2012-04675, 3005099803-2012-04678, 3005099803-2012-04679, and 3005099803-2012-04680 address these devices. It was reported to boston scientific corporation that four resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, after the clip (mr # 3005099803-2012-04675) was locked and deployed at the target tissue, it failed to release from the delivery catheter. The clip was pulled from the site, and then the device was withdrawn from the patient. Reportedly, the same issue occurred with the next three resolution clip devices (mr # 3005099803-2012-04678, 3005099803-2012-04679, and 3005099803-2012-04680) used; after deployment, the clip assembly was not able to be separated from the delivery catheter. The physician completed the procedure using a gold probe. No patient complications resulted from this event. The patient's condition was reported to be fine following the procedure.

Manufacturer narrative:
A visual examination found that the device returned fully deployed. The clip assembly was not returned for analysis. Additionally, the control wire was separated per design. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report # 3005099803-2012-04675, 3005099803-2012-04678, 3005099803-2012-04679, and 3005099803-2012-04680 address these devices. It was reported to boston scientific corporation that four resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, after the clip (mr # 3005099803-2012-04675) was locked and deployed at the target tissue, it failed to release from the delivery catheter. The clip was pulled from the site, and then the device was withdrawn from the patient. Reportedly, the same issue occurred with the next three resolution clip devices (mr # 3005099803-2012-04678, 3005099803-2012-04679, and 3005099803-2012-04680) used; after deployment, the clip assembly was not able to be separated from the delivery catheter. The physician completed the procedure using a gold probe. No patient complications resulted from this event. The patient's condition was reported to be fine following the procedure.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).